Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 31 months, displayed an elective replacement indicator (eri) with a monitoring voltage of 2.73v and a charge time of 30.7 seconds. There is a concern that the battery has depleted earlier than expected.